Event description:
It was reported to philips that during preventative maintenance on the device it was discovered that the co2 module for the device was not working. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.